Manufacturer narrative:
Product analysis: the analyzer failed functional tests related to current drain when operating on battery power. The analyzer was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer was returned as an associated product and subsequently tested out of specification. There was no patient involvement.